Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a frozen screen during program update, which indicated a dead battery. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. This issue was customer induced by not using the power adapter to upload software, so dead battery interrupted the process. Loaded the software to the device. The cause of the reported problem was customer induced. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-13024. The report was submitted in error., corrected data: corrected information provided in h10.